Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. As the device was not returned for evaluation, inspection was unable to be performed. However, the complainant provided photographic evidence confirming the reported event. A review of the DHR for the reported lot number supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to: excessive force applied. Contact with hard object or other improper handling. Insufficient structural integrity. Shipping/handling damage or extreme conditions. The instructions for use (IFU) state: damage to the instrument can lead to patient injuries. Always inspect instrument carefully for overall integrity before use. Do not use excessive force. Careful handling of instruments is necessary to avoid damage or breakage. Inspect the instruments for any damage. Do not use the instrument if any damage is noted. Return the instrument and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery. A comprehensive understanding of the principles and techniques involved in laser, electrosurgical, and ultrasonic procedures is essential to avoid shock and burn hazards to both patient and medical personnel and damage to the device or other medical instruments. The reported event will continue to be monitored through post-market surveillance. Should the device become available for return, the investigation will be reopened.

Event description:
It was reported that the trocar broke at the tip with plastic shards dislodging. As reported, pieces fell into the patient and were retrieved. A CT scan was performed to locate the pieces and a larger incision was not made to retrieve the pieces. There was no other patient injury or medical intervention reported. There was no other patient injury or medical intervention reported and extended procedure time reported was that the patient was delayed being discharged. These are commonly used devices that are readily available.

Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. The complaint device was received opened without packaging. The complaint device was returned with the obturator blade collar fractured/broken at the obturator base. The device inspection indicated that the complaint was confirmed for the reported failure mode. A review of the DHR for the reported lot number supports that the devices met all inspection and test criteria prior to release from stryker. The reported event could be attributed to: - excessive force applied - contact with hard object or other improper handling - insufficient structural integrity - shipping/handling damage or extreme conditions the instructions for use (IFU) state: - damage to the instrument can lead to patient injuries. Always inspect instrument carefully for overall integrity before use. - do not use excessive force. - careful handling of instruments is necessary to avoid damage or breakage. - inspect the instruments for any damage. Do not use the instrument if any damage is noted. Return the instrument and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery. - a comprehensive understanding of the principles and techniques involved in laser, electrosurgical, and ultrasonic procedures is essential to avoid shock and burn hazards to both patient and medical personnel and damage to the device or other medical instruments. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that the trocar broke at the tip with plastic shards dislodging. As reported, pieces fell into the patient and were retrieved. A CT scan was performed to locate the pieces and a larger incision was not made to retrieve the pieces. There was no other patient injury or medical intervention reported. There was no other patient injury or medical intervention reported and extended procedure time reported was that the patient was delayed being discharged. These are commonly used devices that are readily available.